Event description:
Nidek became aware of a complaint from a physician at (B)(6) while attending an (B)(6) conference. The attending nidek sales director at the (B)(6) learned from the physician that pitting lens had occurred at the site during a laser treatment. There was no other information provided at the time. Nidek had contacted the staff technician at (B)(6) and confirmed the reported event, where pitting lens was observed during a laser treatment with yc-1800; (B)(4). The technician reported no injury and/or adverse event. Nidek had provided a free inspection/maintenance to the device at no charge even though the warranty had already lapsed.

Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek field service engineer (fse) had conducted an on-site evaluation. The fse checked burn patterns on polaroid paper as uniform and had calibrated laser at pfn (pulse forming network). The treatment output energies were checked and were within specifications. Fse also checked air breakdown test and within normal range. Cleaned objective lens. No failure was found. Upon follow up with customer site personnel on (B)(6) 2014 we confirmed that the laser has been working fine. Nidek have not received any complaints or injury related to the device to date. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.